Event description:
Device malfunction: filter basket separation. Time of symptoms/ae: during the procedure. Symptoms/ae: none. The following events were noted through a periodic article review. A prospective study was conducted in 499 pts with 535 lesions to evaluate the safety and efficacy of lesion tailored selection of neuroprotection and stent devices for carotid artery stenting procedures. Thirty six pts had bilateral disease and half of the pts were symptomatic. In 398 non-critical fibrotic lesions, distal protection was used. Reportedly, there was 1 case of filter basket separation during the retrieval attempt. The dislodged basket was successfully removed from the ica segment distal to the implanted stent with myocardial biopsy forceps. There were 4 cases of complete filter occlusion requiring thromboaspiration prior to filter retrieval. Additionally, 2 unspecified issues occurred using wire mounted filters which needed to be replaced for independent-wire filters. No adverse pt effects were reported. The article does not correlate the adverse outcomes to a specific device/MFR. No additional info was provided. The article cites 2 hospitals where the procedures were performed.

Manufacturer narrative:
This report involves cases noted in an article. No devices were available for analysis. The lot numbers were not identified; therefore, a device history record review could not be performed. Attachment: md, phd, et al; "carotid artery stenting with pt - and lesion - tailored selection of the neuroprotection system and stent type". J endovasc ther 2008;15:249-262.